Event description:
It was reported that the dual speed cement injection gun was being demonstrated at a distributor workshop, and when the t-handle was pulled, a metal powder was observed coming from the device. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the dual speed cement injection gun was being demonstrated at a distributor workshop, and when the t-handle was pulled, a metal powder was observed coming from the device. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The repair technician found multiple worn components upon evaluation of the device. Based on a review of trending and risk documentation, a likely cause for the metal shavings is burs forming on the t-handle rod teeth and catching on the ram bushing.